Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. The results of this investigation show that it is not possible to make any statements regarding fracture or failure analysis due to the massive damage and deformation caused by removal, which extends into the basic structure of the implant. Nevertheless, a microscopic examination of the structure clearly showed that there were no material or structural defects, and that these could therefore be ruled out as the cause of the fracture.

Event description:
Implant fracture.